Manufacturer narrative:
(B)(4). Batch m90d8p. The device was returned with the upper jaw detached returned. In addition the upper tip of the I-blade was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during a laparoscopic colon procedure, top blade broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.